Event description:
The reporter stated the trailing haptic of an eyeonics lens was torn upon insertion and was removed with no pt injury. Another same type lens was implanted. The reporter stated, it was the surgeon's opinion that the likely cause of the iol damage was due to the msi-pf injector.

Manufacturer narrative:
Eval: cartridge lot number search. Results (other): an injector lot number search was performed and two similar complaints were found. A cartridge lot number search was performed and no similar complaint was found. Conclusions (other): based on the complaint history and lot number searches, a likely root cause of the events has been determined to be due to the injector.